Event description:
Customer reported that the tubing cracked after trying to connect the syringe. Upon attempting to flush, the medication squirted out of the side of the hub. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.